Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022 it was reported by a sales representative via sems that an 1271-200 antegrade targeting module broke during a right hip im nail procedure. The surgeon inserted a right antegrade femoral nail size 13x38. The jig was setup properly for a right nail, all connections were tight and the correct side and size nail was loaded onto the jig. After insertion, the surgeon went to throw a 3.2 pin for his distal reconstruction screw using the sheath and the black guide for the 3.2 pin inserted into the sheath. The pin was not properly lined up with the distal reconstruction hole in the nail and instead it was hitting the nail. The surgeon then switched the inner sheath out for the correct one for the 5.5 solid drill and attempted to drill into the distal reconstruction hole, again, the jig did not have him lined up and he was hitting the nail. We went back to attempting the 3.2 pin when the tip of the pin broke off in the patient. He then began attempting to remove the nail by pulling back on the jig when the metal tip inside the jig where the nail attaches broke off from the jig with the locking bolt still inside it and threaded into the nail. The carbon fiber ring surrounding that metal ring that broke off was cracked. The jig was not struck anywhere during insertion, only the impactor pad was malleted. They then used the extractor bolt to remove the nail and had to fish out the piece of 3.2 pin from the patient. A competitive nail was then inserted in place to complete the procedure.